Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to battery-related critical errors. During the evaluation of the device at the manufacturer's service center, an error code related to charging the internal battery was confirmed. The internal battery needs to be replaced; however, the device was scrapped.